Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reported device was returned for review against the complaint with the associated item shell. Visual review of the device confirms the cup positioner threaded tip fractured off in the shell. Shell retains fractured tip. Strike plate shows signs of previous uses. Handle shows dings and dents. Device has an approximate field age of 15 years. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number:00620205222, lot number:64309134, brand name: acetabular shell. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the impactor tip fractured between the impactor and the cup, leaving a piece of the thread in the cup. This resulted in the cup having to be taken out and replaced with a new one. Additional information on the reported event is unavailable.